Manufacturer narrative:
(B)(4). Batch # unk. As a lot/batch was not provided, a device history could not be performed. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. How many surgeons were included in this study? Is there any additional information regarding the specific technique used to place the staples in this study? During the study was it the attending surgeons or residents who placed the staplers?

Event description:
It was reported via journal article: title: surgical staples compared with subcuticular suture for skin closure after cesarean delivery: a randomized controlled trial authors: dana figueroa, md, victoria chapman jauk, mph, bsn, jeff m. Szychowski, phd, rachel garner, md1, joseph r. Biggio, md1, william w. Andrews, md, john hauth, md, and alan t. N. Tita, md, phd citation: obstet gynecol. 2013 january ; 121(1):1-11 the objective of the study was to compare the risk of cesarean wound disruption or infection after closure with surgical staples compared with absorbable subcuticular suture. The authors conducted a single-center randomized controlled trial that included women with viable pregnancies (>/= 24 weeks) undergoing cesarean delivery. Women were randomized to either surgical metallic staples (ethicon endosurgery proximate plusmd skin stapler) or 4-0 monocryl. Closure of the fascia was done with a #1 pds running stitch, while the subcutaneous layer was closed with 3-0 vicryl for all women with a subcutaneous layer >2.0 cm. Staples were removed and thin adhesive strips placed on postoperative days 3 or 4 prior to hospital discharge for low transverse abdominal incisions; patients with vertical incisions in the staple group returned on postoperative days 7-10 for removal. The primary outcome was a composite of wound disruption or infection occurring within 4-6 postoperative weeks. Wound disruption was defined as subcutaneous skin dehiscence (from any cause including seroma or hematoma) or fascial dehiscence. Wound infection was defined as purulent drainage, cellulitis, abscess or wound requiring drainage, debridement and antibiotics associated with a clinical diagnosis of infection. From august 2009 through november 2010, 398 patients were randomized: 198 to staples and 200 to suture. Three-hundred fifty (350) patients had postoperative follow-up at 4-6 weeks: 179 (mean age 26.7+/-6.1 years; mean bmi 36.8+/-8.1) in the staple group and 171 (mean age 26.9+/-5.9 years; mean bmi 35.9+/-8.5) in the suture group. Primary composite outcome at hospital discharge was: infection (suture: n=1) disruption (staples: n=14; suture: n=1). Primary composite outcome at 4-6 weeks was: infection (staples: n=4; suture: n=6), disruption (staples: n=24; sutures: n=6). Examination of the size of the disruptions revealed that disruptions longer than 1 cm were more frequent in women with staple as were disruptions of depth deeper than 0.5 cm. Overall, the authors observed that surgical staples were significantly associated with a higher incidence of cumulative composite wound morbidity than absorbable sutures at hospital discharge and up to 4-6 weeks after cesarean delivery. The difference was mainly due to more wound disruptions among those randomized to staples